Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad buttons were found to be intermittently responding to presses and there was an inverted button springback. The keypad was removed and adhesive was observed under the button contacts.

Event description:
This complaint is being reported due to an alleged keypad malfunction. Keypad button presses did not activate desired pump functions. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.